Manufacturer narrative:
Other applicable components are: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient had pocket site stabbing pain after banging his pocket site on the week prior to the report while on vacation. The patient also reported that the ins got stuck on a chair while they tried to stand up, there was no change in stimulation coverage and there was no stimulation sensation in the pocket. For troubleshooting, the patient was asked to turn the stimulation off to see if the pain persists, but the pocket site pain persisted and the pain in his legs returned. Impedance measurements were within normal range. In the end, an appointment was scheduled for (B)(6) 2018 with the rep and an appointment would be scheduled to see the healthcare professional (hcp) to evaluate the pocket site and possibly take x-rays of the device/leads. It was unknown if surgical intervention occurred and there were no further complications reported or anticipated.